Event description:
Reportable based on device analysis completed on (B)(6) 2021. A 035/145 amplatz super stiff guidewire was received with no issues reported. However, returned device analysis revealed bald weld coil was detached from the corewire.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. The returned device was loaded with a biliary stent, both devices were unloaded. The amplatz had the distal tip bent/kinked and coil unraveled at distal section. No more visual damages were found in the device. Detailed pictures of the tip damage were taken and it was possible to observed the core wire kinked and the coil is unraveled. Additionally the bald weld coil was detached from the corewire. The outer diameter of distal tip, middle of the device, and the proximal section are within specifications.